Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was intermittently powering down. The cause for the failure was isolated to contamination in the j1 battery connector. Additionally, the r46 resistor was cracked on the computer/analog board. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
During a review a service data, a reportable malfunction was found. Monitor sn (B)(4) was resetting during evaluation.